Event description:
Customer reported low blood glucose symptoms with result of 23 mg/dl obtained on the aviva system. Customer immediately re-tested and received result of 24 mg/dl; she was treated with glucose tablets and soda. Twenty minutes later customer obtained result of 53 mg/dl, and continued to re-test about 18 times. Customer's low blood glucose symptoms had not improved; a result of 236 mg/dl was obtained and customer received result of 50 or 60 mg/dl within 10 minutes of the 236 mg/dl result. Firemen arrived and customer tested 54 mg/dl on their meter (timeframe between customer's aviva results and results obtained on firemen's meter is not known). Customer was given peanut butter as well as oxygen for customer's panic attack; low blood glucose symptoms improved. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.